Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary testing revealed no ventricular pacing output when device was programmed ddi 40 bpm bipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump indicated that the wire bond lifts occurred before explant.

Event description:
It was reported that the right and left ventricular leads exhibited high and unstable impedances. It was further reported that the left ventricular lead also had unstable threshold. The leads were capped and replaced. No patient complications have been reported as a result of this event. The device was replaced due to the lead issues and their subsequent replacement. The device was returned to the manufacturer, analyzed, and tested out of specification.

Event description:
It was reported that the right and left ventricular leads exhibited high and unstable impedances. It was further reported that the left ventricular lead also had unstable threshold. The leads were capped and replaced. No patient complications have been reported as a result of this event.